Event description:
Three devices were implanted in a male pt on (B)(6) 2012. On friday, (B)(6) 2012, the rep was informed that the pt has returned a positive white cell scan indicating a graft infection. Bilateral groin incision sites are clear of infection. The physician is requesting info on the potential for a contaminated device. The distributor has assured the physician that the devices were within expected shelf life. (1820334-2012-00198, 00199, 00200.) The successfully deployed grafts remain inside the pt. The pt has not required any additional procedures due to this occurrence however, pt is presently being monitored. No adverse effects to the pt were reported due to this occurrence.

Manufacturer narrative:
(B)(4) - listed in the instructions for use. (B)(4) - infection is listed in the instructions for use. Event is still under investigation.